Event description:
It was reported that the patient's spinal cord stimulator (scs) leads had migrated causing high impedance and inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): lgw, qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 20953382. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 21911954. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 21391966. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI)#: (B)(4).